Event description:
Edwards received information that approximately eleven (11) years and one (1) month post implantation of this 23mm perimount surgical valve, a 23mm transcather valve implanted (valve in valve) due to severe aortic stenosis. It was reported that the patient is doing well.

Manufacturer narrative:
Evaluation codes = device not returned. The device remains implanted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned to manufacturer. Without the return of the device, no definitive conclusions can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.